Event description:
Information received regarding the explanted device notes infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received code 86 - quality records reviewed